Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). (B)(4) certified service technician could not verify the customer's reported issue. Model lap top ventilator 1150 passed all testing and met all (B)(4) manufacturer specifications. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 1150 did not alarm correctly. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.